Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Other damages found during device investigation are most likely related to the explantation surgery. In addition, the two most basal channels have been deactivated due to uncomfortable stimulation and the recipient has never received satisfactory benefit with the device, which might be contributed by the recipient's history i.e. Several years of deafness prior to implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient heard only a static noise since activation. Prior to implantation they had 29% word which subsequently dropped to 0% word discrimination post implantation. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. In addition, the two most basal channels have been deactivated due to uncomfortable stimulation and the recipient has never received satisfactory benefit with the device, which might be contributed by the recipient's history i.e. Several years of deafness prior to implantation. To determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is planned at the end of december 2021.

Event description:
The recipient has heard only a static noise since activation. The recipient had 29% word discrimination before implantation and has 0% word discrimination post implantation. Re-implantation is scheduled for the (B)(6) 2021.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recipient hears only a "static/noise".